Event description:
It was reported that the touchscreen was more sensitive to touch than expected which resulted in the screen toggling between different menus without user interaction. Customer¿s blood glucose was 163mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.